Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for product analysis. A main coil and an introducer sheath were returned for this complaint. The introducer sheath was inspected, and no damages were found. The main coil was found kinked and severely stretched. All parts were returned separated. No more damages were found in the returned device. Microscopic inspection of the main coil was performed and revealed that the zap tip was detached. The interlocking arm was inspected, and it was detached. Dimensional inspection of the main coil was performed and there were missing fiber bundles due to coil stretched condition. The remaining measured dimensions were within specification. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 05oct2021. It was reported that the coil was stretched. An 8mmx20cm interlock coil was selected for use on the embolization of a splenic artery aneurysm. During the procedure, when the physician was deploying this device, the coil could not be pushed out of the catheter for two consecutive times. The physician tried for several attempts to pull the coil back slowly, and noticed that the coil was stretched. The procedure was completed with another of the same device. No complications were reported and the patient was stable post procedure. However, device analysis revealed that the zap tip of the main coil was detached, the interlocking arm of the main coil was detached, and there were missing fiber bundles.